Event description:
See initial report.

Manufacturer narrative:
Through follow up, livanova learned that the decreased oxygenation levels were detected out of the aortic cross-clamp after 3 hours of bypass time, and lasted about 5 minutes. When the arterial po2 value was found low (46 mmhg) a 1:1 gas/blood flow ratio was in use (0,6 lpm). The gas blender and gas line connections were checked and no anomaly was identified. However, no troubleshooting activity was put in place: medical team started to wean off the patient from cardiopulmonary bypass and did not change out the oxygenator. The surgery was uneventful for the patient. Review of the livanova complaints database showed no other similar incidents notified for the batch concerned from the market. Considering that the decay of the oxygen saturation levels was temporary and occurred in the final surgical phase, it is reasonable to conclude that the most likely root cause of the gas exchange performance issue was a sudden activation of the blood clotting phenomenon along oxygenator fibers due to reduced amounts of anticoagulant. No specific action is currently deemed necessary. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. Based on the information the decreased oxygenation levels were detected out of the aortic cross-clamp, the event has been reassessed as not reportable.

Manufacturer narrative:
D.4. The expiration date refers to the sterile finished product. The complained inspire 8 start p oxygenator (catalog number: 050596) is not distributed in the USA, therefore the UDI is not applicable. G.5. The product item: 050596 is not distributed in the USA, but it is similar to the lilliput 1 hollow fiber oxygenator 05318, which is distributed in the USA (510(k) number: k953835). H.4. The device manufacture date refers to manufacture date of the sterile, finished oxygenator. H11: sorin group italy manufactures the lilliput 1 oxygenator. The incident occurred in kota, india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy received a report related to a lilliput oxygenator. The user saw no color difference between venous and arterial line: at that time the deoxygenation was fio2 100%, but po2 in arterial blood gas (abg) was 46 mmhg. Patient saturation was below 80. There was no report of patient injury.